Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) was unable to replicate the issue, tightened all the connections on the drawers that were reportedly having problems, and advised the customer on how to prevent the issue. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device had an issue where the machine was alarming and not recognizing drawers as closed even when they were fully pushed in, specifically drawers 2.1 and 2.2, with intermittent occurrences on other drawers as well. The customer stated that this malfunction occurred when the user tried to dispense the medication and caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.